Manufacturer narrative:
Upon further investigation it was also noted there were multiple error codes in the device history log suggesting that a spi bus failure occurred. The spi bus is an internal communication link between the cpu and the gas delivery system. This communication link is what is used to read the calibration data for the pressure and flow sensors as well as to read the actual values of the pressure and flow sensors; a failure of the communication link can result in a vent inop condition.

Manufacturer narrative:
(B)(4).

Event description:
International customer reported that the unit alarmed due to machine and proximal pressure sensors reference failures. There was no patient involvement.